Manufacturer narrative:
Source:this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following intervals of dizziness. During interrogation, noise resulting in oversensing and undersensing were observed on the right ventricular (rv) lead. Technical support was contacted and suggested to perform provocative testing. No intervention was performed. The patient was stable.

Event description:
Diagnostic imaging was performed and confirmed dislodgement of the right atrial (ra) lead. The ra lead was revised. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, e1, h1, h6.